Event description:
It was reported via clinic notes that the patient was found to have some mild obstructive sleep apnea during a sleep study performed on (B)(6) 2012. Good faith attempts to obtain additional information have been unsuccessful to date.